Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure a lead dislodged. The attempts to reposition the lead were unsuccessful, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.